Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient information, patient treatment settings and photographs of the adverse sequela which were provided. An examination of the subject device by a lumenis technical engineer concluded the device operated to manufacturer's specifications. A lumenis healthcare professional evaluated the reported event details and patient photograph concluding the reported treatment settings were aggressive based on the patient's skin type; additionally the root cause is user error. A review of the subject device labeling found that the subject device IFU states; "change of pigmentation -there may be a change of pigmentation in the treated area. Most cases of hypo- or hyper-pigmentation occur in people with darker skin, or when the treated area has been exposed to sunlight before or after treatment. In some patients, hyperpigmentation occurs despite protection from the sun. This discoloration usually fades in three to six months. Hypopigmentation may last up to 12 and even 24 months, and in rare cases may be permanent." Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that one (1) patient sustained 2nd degree burns on both arms respectively following treatment with a lumenis m22 ipl handpiece. Physician prescribed topical medication silvadene to the patient prophylactic for symptom relief. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.